Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported a false negative reaction of a patient sample when tested with seraclone anti-k. The customer signalized he would send back the supposedly defective product for investigational testing. We are still waiting for the supposedly defective product and also the patient sample that had caused the false negative test result.

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported a false negative reaction of one patient sample with seraclone anti-k. The customer returned the supposedly defective product for investigational testing, but not the patient sample that had caused a false negative test result. Our quality control laboratory checked the seraclone anti-k sample that was returned by the customer in parallel to their retained sample for positive and negative specificity as well as for potency. All positive and negative reactions were correct. We did not observe any false negative results. Complaint and retained sample showed comparable results. The minimum titer was always met. Testing by our quality control laboratory confirmed that the allegedly defective lot of seraclone anti-k functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.